Event description:
It was reported to boston scientific corporation that a captivator snare was used in the papilla of vater in the duodenum during a stent removal procedure. According to the complainant, during the procedure, the outer sleeve of the snare detached from the handle and the loop failed to extend. There was no damage to the device upon removal from the packaging. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The complainant was unable to report the upn and lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4) working length detached. The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a captivator snare was used in the papilla of vater in the duodenum during a stent removal procedure. According to the complainant, during the procedure, the outer sleeve of the snare detached from the handle and the loop failed to extend. There was no damage to the device upon removal from the packaging. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Investigation results: visual evaluation of the returned product found the flare detached and the strain relief bent. Additionally, the catheter is bent near the handle. Functional testing could not be performed due to the flare detachment. The complaint that the loop failed to extend and the working length detached was confirmed. The bends in the strain relief and the catheter were probably caused by the manipulation of the device during the procedure. If a device with a kinked, curved or bent catheter is actuated, some resistance can be encountered due to the friction between the wire and the catheter. Additionally, if an extra force is applied in order to extend the loop, the catheter flare may separate from the handle and consequently the unit would not be able to extend properly. Based on this information, it is most likely that anatomical or procedural factors limited the performance of the device during use. Therefore, the most probable root cause of this event is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a captivator snare was used in the papilla of vater in the duodenum during a stent removal procedure. According to the complainant, during the procedure, the outer sleeve of the snare detached from the handle and the loop failed to extend. There was no damage to the device upon removal from the packaging. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.